Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remains on the insertion device or were returned for examination. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Event description:
It was reported that during the same intervention, 4 devices presented the same issue. It was impossible to suture the internal and external meniscus. The first anchor gets implanted into the meniscus but the second one cannot be released. Three other devices were tried one after the other (lots 50685305, 50686849, 50682662) but had the same issue.